Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window, and a cracked reservoir tube lip. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose. The blood glucose reading was 400 mg/dl. The patient treated with a manual injection. The customer was unable to remove the battery cap from the unit. The patient was advised to monitor the device closely. No further information was provided.